Event description:
It was reported that there was a shocking or jolting sensation. The patient was an inmate and the stimulator had been shocking the patient none stop on the date of this report. The stimulator was turned down and off but was still shocking the patient. The device was still shocking the patient after turning all 4 programs to 0.0v and off. Further follow-up is being conducted. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v823874, implanted: (B)(6) 2013, product type: lead. Product ID neu_un known_prog, product type: programmer, physician. (B)(4).